Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter has a power issue (unit powers off during use). On december 17, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. However, the patient provided limited information. The patient tests her blood glucose 3 times per day and manages her diabetes with lantus insulin (40 units per day). The power issue began nine days prior to contact lifescan at 12:30 pm. The patient indicated that she was able to obtain a blood glucose reading of "200 something mg/dl" on her husband's meter at that same time. The patient did not take any immediate action in regards to diabetes treatment at the time of concern. At 1 pm, the patient developed symptoms of "sweaty, weak, almost felt faint and nauseated." The patient did not attempt to test her blood glucose while she was experiencing her symptoms. The patient's husband drove the patient to the hospital. Reportedly, upon arrival at 2 pm, the patient was tested at "210 mg/dl" on the hospital meter. The patient could not confirm what her treatment at the hospital was and why she indicated that she was treated with glucose tablets/glucose gel during the initial phone call. It would have been helpful to know what her diagnosis at the hospital was and if her diabetes medication was altered prior to and after the hospital stay. According to the troubleshooting performed with customer service, there was no product misuse, the battery did not need to be replaced, and the product issue was not resolved. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia and receive medical intervention accordingly 30 minutes after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.